Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report a motor error alarm. Troubleshooting was performed. The device passed the tests. During the call, the customer reported that he was hospitalized for diabetes ketoacidosis that it may be caused by a gall bladder problem experienced the day before admission.